Event description:
Ous MDR - after an implant period of approx. 2 months, high thresholds and impedances were reported. The lead was repositioned and remains implanted.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data were analysed. The threshold trend curve showed an initial value of 0.3 v in september 2018 with an increase to 1.5 v in october 2018. Furthermore, the pacing impedance trend curve demonstrated varying values from initially 950 ohms, decreasing shortly after the implantation and subsequently increasing to approx. 1050 ohms. Should additional information become available for analysis, the investigation will be updated.